Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer displayed a "serious programmer error" message and therefore the link electronic module board was replaced and calibrated. It was further noted that the programmer would also intermittently have an incomplete boot-up, and the media processing unit was replaced and the hard drive reimaged and software reloaded. It was noted that the system fan was intermittently noisy and it was therefore replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that when changing the programmer over from the device screen to the analyzer screen the programmer displayed a "serious programmer error" message several times. Follow-up indicated that the programmer was changed out and no impact to the patient. The programmer was returned for service. No patient complications have been reported as a result of this event.